Event description:
Related manufacturer reference number: 2017865-2023-13416 and 2017865-2023-13420. It was reported a patient presented with injury from inappropriate shocks, syncope, and cardiac arrest, due to right ventricular (rv) dislodgement and implantable cardioverter defibrillator (ICD) incorrect interpretation of signal. The ICD was oversensing with double counting. The rv lead dislodgement was confirmed via x-ray and caused incorrect pacing and inappropriate sensing. Loss of lead slack was noted on rv and atrial leads. Both the ICD and rv lead were explanted and replaced in a procedure on (B)(6) 2022, while the atrial lead was revised and remained implanted. Post-procedure there were no patient complications.